Event description:
It was reported that, during the implant procedure, the stylet was stuck in the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor distorted and fractured (overstress). Full lead returned and analyzed. The stylet will not pass the stylet test due to the distal conductor being distorted with the connector. Lead damaged at implant.